Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) was placed on hard flooring to provide compressions. However, user advisory (ua)41 (patient temperature sensor failure) error message was observed by the ems crew. The user did not use the platform and switched to manual CPR. During trouble shooting, the user checked the position of the drive shaft and confirmed that the drive shaft was at its home position. Later, the user turned off the platform and installed a new lifeband. The platform was powered back on and worked as intended with no issues. No consequences or impact to the patient was reported.